Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caller reported an unspecified low sensor scan was received when compared to an unspecified higher hcp meter result. The customer experienced symptoms described as ¿fatigue, slow heart pace, and paleness¿ and was unable to self-treat. The customer was seen at a hospital where they were hospitalized for 10 days and was administered a blood transfusion and provided other unknown medications the caregiver does not recall the medication names. No further information was reported. There was no report of death or permanent injury associated with this event.